Event description:
The facility representative baxter global technical services one colleague infusion pump in which channel a is not working / channel select button does not work. The reported condition occurred during bio-med testing in central supply. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available.

Manufacturer narrative:
This device has been requested for evaluation but has not been received. A follow up medwatch will be submitted when the evaluation is complete or if any additional information becomes available. (B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of channel select button does not work / channel a does not work was not confirmed or reproduced during product evaluation. The root cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. This is involving a pump with software version 5.04.00 which is categorized as unremediated. A service history review revealed that this device was not previously returned for the reported condition. However, during previous services, all three pump head module keypads were replaced. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.